Event description:
The pt's mother reported that the pump lost prime and ceased insulin delivery, but did not emit an alarm.

Manufacturer narrative:
The pump has not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specs at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.